Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was starting up to 6 months ago the pts ins battery was giving more of an electrical shocking type where they felt like they got electrocuted. They had sharp pains and it felt like it was burning. Pt called medtronic about it who said to call their doctor who then got them in contact with medtronic rep who they met on september 9th. The pt was on a lower setting but it felt 10x more than what they were supposed to get without changing therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the product is creating severe pain, a burning feeling, shocking feeling, and nerve damage. The device is malfunctioning.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Patient reported for some months now patient had been having a burning sensation, the device had been shocking areas that patient had never felt before, tingling and other pain for the last few months. Patient confirmed they had not had any trauma or falls. Patient mentioned they had the device reprogrammed maybe up to a year ago. Patient also mentioned sometimes patient knew when the implant was reading 'dead'. Patient let the device go dead to see if it would stop but it did not. The patient was redirected to their healthcare provider to further address the issue. Patient has an appointment with healthcare provider in a month and a half. Suggested to call hcp to see if pt can be seen sooner.

Manufacturer narrative:
B3 event date is unknown. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.